Manufacturer narrative:
The investigation is ongoing.

Event description:
According to the field clinical specialist (fcs), during a tavr procedure utilizing a 26mm sapien 3 ultra resilia valve implanted within a pre-existing surgical valve, the balloon burst during post-dilation. While attempting to withdraw the system, the sheath became lodged, resulting in separation of the nose cone. A decision was made to retrieve the nose cone using a snare; however, this attempt was unsuccessful. A surgical cutdown was subsequently performed to remove the separated component, and the retrieval was successful. The patient remained hemodynamically stable throughout the event, and no vascular injury was reported. The devices were discarded at the hospital. Additional information was provided that indicated that the balloon had ruptured and frayed, resulting in resistance and difficulty during retraction into the sheath.

Manufacturer narrative:
Update to a2-patient demographics. Upon review of the submitted imagery, the radial balloon was observed to have experienced a fully circumferential burst at its working length. The distal balloon assembly and nose tip were completely separated from the delivery system, including detachment at the guidewire lumen/nose tip distal bond (not visible in the frame). Additionally, the balloon spring appeared stretched. A segment of guidewire and sutures was found intertwined with a portion of the stretched balloon spring, which remained lodged within the distal balloon assembly.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Upon review of the patient's 3mensio calcification was present in the landing zone. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for withdrawal difficulties and component detachment have been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. In this case, available information suggests that the altered profile of the burst balloon may have contributed to the event. Specifically, the deformation of the balloon likely increased its susceptibility to catching on the distal tip of the sheath during retrieval. As withdrawal difficulty was encountered, it is suspected that additional pull force and/or excessive device manipulation may have been applied in an effort to overcome the resistance. This ultimately led to the reported device separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.